Event description:
It has been reported that the chassis became detached from the lifter sending the chair and resident to the floor. The resident suffered a slight graze to their hip, but no treatment was given. (B)(4).

Manufacturer narrative:
An arjo investigation visited the facility to examine the lifter concerned. Findings show the lifter to be in a poor condition with the jib pick-up corroded, transfer chair safety catch broken and the guide button broken. In this condition the safety catch would not operate satisfactorily due to the jib pick-up being corroded. On the lifter the jib safety catch does not return to the locked position when opened due to corrosion causing the plastic insert to swell and interfering with the safety catch, preventing it from closing. It was reported to the investigator, the facility had problems with operating the safety catch prior to the reported incident. Based upon the report received, it would appear incident occurred as a result of the corrosion allowed to take place preventing the safety catch from working correctly. As problems with the safety catch had been noted prior to the reported incident, this incident could have been prevented removing the lifter from service until the safety catch has been repaired. It is recommended the lifter is taken out of service until appropriate parts had been repaired/ replaced by a qualified engineer. A copy of the operating instructions and the preventative maintenance schedule (pms) to be made available to the facility as requested.